Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On 12/10/2023, it was reported that the patient experienced inaccurate cgm values. Everything was fine the night before she went to bed. While she was soundly asleep and not feeling any symptoms, her dog woke her husband. However, her husband, who has hearing difficulties, did not hear the alerts indicating hypoglycemia. When her husband woke up, he brought candy bars to the patient, but she was unresponsive and already comatose. He immediately called an ambulance. When the emts arrived, they attempted to treated the patient with IV, but it was unsuccessful. They took a bg reading which was 26 mg/dl and there was no cgm reading reported. The patient was taken to the hospital, there the physician administered IV dextrose. At some point after being transported, the patient regained consciousness. At the hospital, she could no longer remember her bg and cgm readings. She said that her doctor determined the cause of her coma was due to high insulin intake (insulin overdose). The nurse practitioner had adjusted the dosage of insulin on her pump and did not want to turn it down. On (B)(6) 2023, she was discharged and was already feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.